Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 and prolapsed posterior leaflet. A mitraclip xtw (40822r1117) was inserted into the left atrium (la). However, while steering down to the valve, while applying the m knob, the clip moved in an unintended direction due to the device being mis keyed. Therefore, a decision was made to remove the clip. While exiting the guide, m knob was applied, but the issue continued to occur. The clip was removed and replaced. Another mitraclip xtw (40822r2085) was inserted into the la. However, while steering down to the valve, while applying the m knob, the clip moved in an unintended direction due to the device being mis keyed. Troubleshooting was performed and the device operated as intended. The clip was deployed on the mitral valve, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported sleeve steering issue. There is no indication of a product issue with respect to manufacture, design, or labeling.